Event description:
It was reported that patient wanted the battery in a more comfortable position. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was disposed by facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.